Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided. Bd received two 20ga nexiva units from lot number 9182260. One of the units was within an open package and the other within a sealed package. Along with the units, a piece of top web (pkg) was received. Through the visual examination of the units, damage was not observed on any of the components of both the unit in the opened package and sealed package. A water leak test was also performed on both units. Leakage was not observed. The returned representative units did not display any adverse characteristics that would contribute to the defect your facility experienced. The failure described could not be replicated at the laboratory. The actual unit was not received for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that after placement of the catheter it was discovered that the tubing was damaged and leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: rn placed the catheter and started the fluids. Immediately noted the tubing was leaking from a crease where the tubing looked like it had been clamped. The nurse did not recall if the tubing was clamped when it was taken from the package because it is standard to have it unclamped with insertion. The lot #s were pulled from the unit and brought me. Today I looked at the two packages and opened one. When I opened one, the clamp was closed and when I opened it there was a deep crease. The second catheter was un-clamped in the package as is the standard. Unfortunately we do not have the catheter used with the patient.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after placement of the catheter it was discovered that the tubing was damaged and leakage occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: rn placed the catheter and started the fluids. Immediately noted the tubing was leaking from a crease where the tubing looked like it had been clamped. The nurse did not recall if the tubing was clamped when it was taken from the package because it is standard to have it unclamped with insertion. The lot #s were pulled from the unit and brought me. Today I looked at the two packages and opened one. When I opened one, the clamp was closed and when I opened it there was a deep crease. The second catheter was un-clamped in the package as is the standard. Unfortunately we do not have the catheter used with the patient.